Event description:
It was reported that the pt's pump had to be replaced because, the pump alarm sounded and then the pump stopped. When the pump was interrogated, electronic replacement indicator (ER) indicated that the pump had 11 months before it needed to be replaced. The pt went through withdrawal. The pt's symptoms at the time of the event were not reported. The drug in the pump at the time of the event was not known.

Manufacturer narrative:
(B)(4).